Manufacturer narrative:
Event date is unknown. On (B)(6) 2018 was selected as the first date of the month when this device was returned. Device is combination product. Synergy ii us mr 2.50 x 8mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts lifted and pulled distally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based in device analysis completed on 21-dec-2018. The device was returned with no known complaint. However, device analysis revealed the stent was damaged.